Manufacturer narrative:
The impella pump and guidewire was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 63-year-old female patient was on impella cp support due to st elevated myocardial infarction. The surgeon attempted to remove the 0.18 wire but felt a lot of resistance. It was noted that the wire and impella were both kinked. The impella and wire were both removed. The patient ultimately expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the product damage/kinked cannula has been completed. The device was returned for evaluation. Visual inspection confirmed a kink on the cannula and catheter. The root cause of cannula kink was most likely use related. H.6 code 4627 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-19046 and was added.